Event description:
It was reported to nova biomedical on (B)(6) 2012 by the consumer's spouse that the consumer was hospitalized with diabetic ketoacidosis, (dka). During the call to customer support, the consumer revealed expired test strips were in use prior to the event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will not be returned for eval because the consumer discarded the product.